Event description:
New information received on march 29, 2019 indicates that the lead was removed and replaced due to the previously noted lead dislodgement and due to loss of capture. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room following nine inappropriate high voltage shocks. A chest x-ray revealed that the patient's right ventricular lead had dislodged. Tachycardia and pacing therapies were turned off by the physician. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Damages found were consistent with those sustained during procedure.